Event description:
Pt was there for hair removal on chin using epilight head. Pt was a fitzpatrick skin type one. Operator used settings for type two. When pt left office there was no sign or burn or blistering until pt arrived home. Service was contacted with report of injury in 3/2004. Dr refused to disclose any info on the extent of injuries. Dr refused to return epi head.